Manufacturer narrative:
Mfg narrative: method: weight measurement. Results: loss of shell integrity, envelope slit; crease lines; slight amber color; wear marks. Device 1 of 2 conclusions: color within specifications; weight within specification limits; cause of envelope slit(s) could not be determined. Device 2 of 2 conclusions: color within specifications; creases and wear result of folding action in in-vivo; weight within specification limits; cause of envelope slit(s) could not be determined.